Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use three endeavor resolute rx drug eluting stents to treat a severely tortuous and calcified lesion located in the mid circumflex artery, exhibiting 100% acute stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stents deformed in-vivo during positioning. Patient status post-procedure is alive with no injury.